Event description:
Reportedly, the anvil head did not tilt and did not detach. The surgeon needed to open the upper portion of the intestine in order to free the anvil and donuts. High enough to avoid a pt stoma. At examination of the donut they suspect that the knife had not cut completely. The mucosa was stripped on the left side on 1/3 of the circumference (looking at the pt in lithotomy position facing pt). Procedure: low anterior resection.